Event description:
Nurse attempted to draw blood from a port-a-cath and was unable to get a blood return. The line could not be flushed. The patient was sent to radiology for a dye study and it was discovered that there was a leak in the line. The patient was brought back the following week for removal of this port-a-cath and replacement in anticipation of chemotherapy administration. The patient was not harmed, althought treatment was delayed.